Manufacturer narrative:
Investigation results: visual investigation: the device was not returned. Therefore a investigation of the device itself is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures: based on the provided information and without a product for investigation, a clear conclusion can not be drawn. Based on the investigations and results of the 8d report further examinations needs to be done under psc 2020-045.

Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00680 ((B)(6) + no188z), 9610612-2020-00681 ((B)(6) + no164z). Involved components: nl472 - univation f meniscal comp.t3 rm/lm 7mm - batch 52520450.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a univation femur prothesis. According to the complaint description the implants loosened 10 month and 10 days post surgery. Initial surgery date: (B)(6) 2019, left side. Revision not yet performed. A permanent impairment for the patient was currently reported. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00680 (400487359 + no188z). 9610612-2020-00681 (400487360 + no164z). Involved components: nl472 - univation f meniscal comp.t3 rm/lm 7mm - batch 52520450.